Event description:
It was reported to target that during the procedure the gdc coil prematurely detached at the weld. The coil was successfully placed in the aneurysm and there was no impact to the pt's health.